Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: no defect found. The black box shows a replace cartridge alarm on (B)(6) 2015 00:59; deliveries resumed (B)(6) 2015 14:11- which was the last recorded basal delivery. No alarms occurred during testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint. Battery cap/cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was above 500 mg/dl with extreme drowsiness, extreme thirst, extreme urination, and blurred vision. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. Troubleshooting was could not be completed. This complaint is being reported because the alleged serious injury was attributed to an inaccurate delivery issue of unknown cause.